Event description:
It was reported that the pump battery "charging connection is not as strong and takes longer to charge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.